Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric and de novo lesion located in the mildly calcified, moderately tortuous, 75% stenosed, distal right coronary artery. The 3.0 x 20 mm nc trek balloon catheter was advanced to the lesion without issues and there was no resistance felt during removal of the protective sheath. When the balloon catheter was pressurized, the pressure did not increase past 12 atmospheres at which time a balloon rupture was observed. A new 3.0 x 20 mm balloon catheter was used for the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.